Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of a right internal aneurysm that grew to 5cm on (B)(6) 2018 as reported by physician (B)(6) at (B)(6) medical center. The reported aneurysm sac growth was discovered by angiogram on (B)(6) 2018. The patient was originally implanted with an afx bifurcated stent graft on (B)(6) 2015 by the reporting physician. During re-intervention, the patient was treated by implanting an afx iliac limb and extender on (B)(6) 2018 by physician (B)(6). The patient was asymptomatic prior to re-intervention. Post-secondary procedure the patient is in stable condition and is planned to be released on (B)(6) 2018. No endoleak was noted prior and post secondary procedure.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the following reported event: the sac growth complaint is unconfirmed due to a lack of comparison imaging. The right internal iliac aneurysm (32.5mm distal to the inferior stent margin of the stent) complaint is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be stable condition post secondary endovascular procedure. The manufacturing lot review confirmed the involved device met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).